Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30387856m number, and no non-conformances related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular (av) heart block requiring surgical intervention (pacemaker implantation). During the procedure, the his wave was not visible at the earliest site in the vt near the his and ablation was performed at 30 watts during 8 seconds; however, av heart block occurred when the catheter hit the atrium side. The av conduction did not return, and the patient left the room with temporary pacemaker. A permanent pacemaker will be applied if the av conduction does not return. The physician¿s commented that it was confirmed that there was no a wave in consideration of the risk of av block in the vt near his, but it became a block when the catheter closed. Since the blood pressure was also lowered due to vt storm, it was the result of prioritizing vt termination and the pacemaker application is unavoidable. It is unknown if extended hospitalization was required. Patient¿s outcome is unknown. No biosense webster product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On 12/10/2020, biosense webster inc. Recieved additional information was received indicating the patient was male. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).